Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis lab (fa) received the suspected user interface module (uim). The fa engineer cycled the device in the user mode and noted an invalid barometric pressure (pbaro) reading of 760. A physical inspection found no anomalies with the uim. The calibration data was reviewed and found the pbaro out of calibration with multiple invalid data pbaro errors in the error log. At this time, the reported event "vent inop" was not duplicated however, the pbaro sensor error was duplicated, which is associated with a hardware component issue as the root cause.

Manufacturer narrative:
The customer reported the suspect device/component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a ventilator device inoperative condition while in patient use and a data supply error. The customer reported no patient harm was associated with this event. The customer reported a pbaro sensor error and a configuration settings lost in the error log of the device.